Manufacturer narrative:
MFR has made several attempts to obtain info from the surgeon to evaluate complaint. Report will be updated if add'l info is obtained.

Event description:
Salient obtained a report that there was a pt side effect. The procedure was a total knee replacement using the aquamantys 6.0 device. The pt developed peroneal nerve palsy.